Manufacturer narrative:
(B)(4). The customer returned a one-lumen PICC for evaluation. The catheter contained obvious signs-of-use in the form of biological material. The catheter body was separated and had smooth edges, indicating that the catheter was intentionally cut. After failing functional testing, the catheter was microscopically examined. A small separation/hole of the extension line was found adjacent to the luer hub. The appearance of the damage is consistent with a tensile force causing the lumen body to tear from the luer hub. No other defects or anomalies were observed. The catheter body was trimmed to 53.5cm in length. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing the extension line with water. The distal extension line/hub leaked when pressurized. A manual tug test confirmed that the extension line was secure within the luer hub. The luer hub was cross sectioned to determine if the extension line was correctly molded to the assembly. Visual examination confirmed that the extension line was molded properly as the extrusion was touching the angled portion of the luer hub interior. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line was partially separated/had a hole adjacent to the luer hub. The catheter met all dimensional specifications and a device history record review was completed with no relevant findings. Based on the customer description and the sample received, the probable cause of the damage cannot be determined from the available information. A non-conformance request was created to further investigate this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the patient came into the clinic with a cracked juncture hub on the PICC. The PICC was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the patient came into the clinic with a cracked juncture hub on the PICC. The PICC was replaced.